Event description:
It was reported that the right ventricular (rv) lead alerted for out of range high rv coil impedance. The rv coil was recently noted with varying measurements. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.